Manufacturer narrative:
The device passed the full functional test including the displacement test, rewind, prime/seating, basic occlusion and force sensor test. Sleep current measurement and active current measurement within specifications. No unexpected insulin flow blocked alarm noted during testing. No displacement anomaly noted. The device was received with cracked retainer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reported via phone call blood glucose issues. The customer's blood glucose was 230mg/dl at the time of call. It was reported customer transition from the 630g to the 670g and customer blood glucose levels are very high. Customer's father has lost confidence on the device and requests replacement. Advised the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Event description:
Customer's father reported sugar levels were very high. Customer used to wake up with blood glucose readings between 90-120 mg/dl and now on the 670g the blood glucose levels are 230-240 mg/dl when she wakes up. The same settings had be installed in the 670g as her old insulin pump. Caller was alleging under delivery. The father reported that the most recent incident occurred yesterday (B)(6) 2018) when the sensor glucose value was reading 243mg/dl but the customer's blood glucose value was 435mg/dl (treatment method was to discontinue insulin pump use - revert back to the previous/minimed 630g insulin pump which resolved the high blood glucose values). The customer is using medtronic sensor but is not using the auto mode feature.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.